Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that two xience v stents were implanted in 2007. In 2008, restenosis was noted and was treated by implanting another co's stents, and the restenosis was resolved. No add'l event or pt info is available.

Manufacturer narrative:
The second xience v (part # 1009529-18/lot # unk) indicated in the event description and is being reported under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident. Restenosis, as listed in the instructions for use and product risk assessment, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system (sds) quality problem. Restenosis is not typically an indication of an sds quality problem. A conclusive root cause, and relationship to the devices, if any, cannot be determined.